Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient had syncope. The right ventricular (rv) lead was found to have a possible fracture and high pacing impedance which triggered a warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.